Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated results for multiple assays generated on the alinity c processing module for multiple patient samples. The following data was provided: patient 1 initial results: calcium 20.4 mg/dl (normal range 8.4 ¿ 10.4 mg/dl), glucose 160 mg/dl (normal range 70 ¿ 105 mg/dl), and na+ 169 mmol/l (normal range 136 ¿ 145 mmol/l). Patient 2 initial results: na+ >200 mmol/l (normal range 136 ¿ 145 mmol/l), k+ 8.2 mmol/l (normal range 3.5 ¿ 5.1 mmol/l), and cl- >150 mmol/l (normal range 98 ¿ 107 mmol/l). Customer states she only has initial data and does not have the repeat information, however states that the repeats were within normal patient ranges. No impact to patient management was reported.

Manufacturer narrative:
Additional information: section d10 - concomitant product updated from blank to alnty c-series cuvtte d, 04s52-01, and section h4- device mfg date updated from blank to (B)(6) 2022. The alinity c-series cuvette dry tip was replaced and cleaned which resolved the issue as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty c-series cuvtte d, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6), or the alinity c-series cuvette dry tip was identified.

Event description:
The customer observed falsely elevated results for multiple assays generated on the alinity c processing module for multiple patient samples. The following data was provided: patient 1 initial results: calcium 20.4 mg/dl (normal range 8.4 ¿ 10.4 mg/dl). Glucose 160 mg/dl (normal range 70 ¿ 105 mg/dl). Na+ 169 mmol/l (normal range 136 ¿ 145 mmol/l). Patient 2 initial results: na+ >200 mmol/l (normal range 136 ¿ 145 mmol/l). K+ 8.2 mmol/l (normal range 3.5 ¿ 5.1 mmol/l). Cl- >150 mmol/l (normal range 98 ¿ 107 mmol/l). Customer states she only has initial data and does not have the repeat information, however states that the repeats were within normal patient ranges. No impact to patient management was reported.